Event description:
Reportedly this glass bottle broke at some time after it had been used to transfer body fluid from a pt. The breakage occurred some unk time after the bottle had been used. The breakage resulted in an employee being exposed to body fluid contents. No other injury has been reported.